Manufacturer narrative:
Device available for evaluation updated, device codes added, device evaluated by manufacture updated, evaluation codes added. Product evaluation: failure analysis for fiber (B)(6): the fiber does not show signs of usage; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the proximal end of fiber shows evidence of some type of contamination on the optical surface; the connector segments and tabs appear in good condition and secured. Probable root cause: based on the device analysis, the product complaint "unable to use the fiber due to an error reading the fiber card" could not be confirmed; connector failure was observed; the probable root cause of the failure is: connector contamination.

Event description:
It was reported that when the procedure was started, a card reading error was observed. An alternative procedure (turp) was used to complete the procedure . No injury to the patient reported.